Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out during the manual prime process. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had no delivery alarm, alarm did not occur during manual prime and event was resolved by changing infusion set. It was also stated that the insulin pump had lost time settings a few times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected low battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. (B)(4).